Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.